Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient one of the patient's ins' was in over-discharge due to the patient's pain level being good and not keeping up with charging. The patient was unable to charge the ins that was in over-discharge, and the other ins which they were able to charge only lasts 2 days without usage. It was reviewed that a physician mode re-chrage would be needed to recover the ins. No patient complications were reported.